Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements. Technical services (ts) offered reprogramming options and recommended obtaining a chest x ray, which was subsequently performed. The imaging results indicated that terminal pin appeared to be fully inserted into the header with no obvious lead integrity issues. No adverse patient effects were reported. This lead remains in service at this time.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.